Manufacturer narrative:
A superdimension field service rep completed on site visit and no anomalies were identified with system. Superdimension also received system components which are still under eval. Out of an abundance of caution, superdimension is filing this MDR because of the add'l risk associated with multiple exposures to general anesthesia.

Event description:
Site reported superdimension ilogic system navigation issues. Add'l info received from site on (B)(4) 2013 indicated. The superdimension portion of the case was canceled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.